Event description:
It was reported the rigid video laparoscope had a damaged insertion tube and an intermittent on/off fault. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure intermittent on/off fault was confirmed and insertion tube damaged was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error (e229) and faulty charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction damaged insertion tube was not identified, and the most probable root cause of the malfunction intermittent on/off fault and error was identified as faulty charged coupled device and cable tube unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.